Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The investigation found no evidence to indicate a device issue. Based on information available and on the investigation, root cause of this issue can not be determined. Device not returned to manufacturer.

Event description:
Mobi-c p&f us : disassembly. Per information provided, implant disassembled when pulling peek potion off. Distraction was released and the peek portion was removed. The x ray taken immediately after showed that the bottom portion of the implant had pulled almost completely out. The inferior portion of the implant was so far removed and a new implant was implanted without further incident. No particular resistance were encountered when removing the peek portion. According to reporter, the proper surgical technique was used to remove the peek components. No impact on patient, surgery was completed successfully with another mobi-c.